Manufacturer narrative:
Concomitant prod: unk pd peritoneal catheter, lot # unknown. Title: changing the peritoneal dialysis access algorithm with a precise technique of percutaneous seldinger pd catheter placement source: the journal of vascular access 2022, vol. 23(4) 615¿623 © the author(s) 2022 article reuse guidelines: sagepub.com/journals-permissions doi: 10.1177/11297298221077607 journals.sagepub.com/home/jva. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective study between august 30, 2019 and september 30, 2021 analyzed the outcomes of 64 patients who underwent placement of a medtronic argyle curl cath pd (peritoneal dialysis) catheter with 16f introducer kit using the spd (seldinger pd) ¿low peritoneal puncture¿ technique. There were 13 cases of peritonitis with no information regarding required interventions.